Event description:
It was reported that the patient presented to the emergency room with symptoms of fatigue. Pauses in the patient's heart rate to the 40's were seen on hospital monitors. The device was found to be in back-up mode. A software download was successful.